Event description:
It was reported that two vf episodes were detected due to noise. Lead was replaced. Upon explant, two abrasions were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 19.5 to 20.0cm from the connector pin. One of the rv conductor cables etfe insulation was damaged at this location. The abrasion found is consistent with friction to the ICD can.